Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 477mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also had no delivery alarm which was resolved later. Insulin pump will not be returned for analysis.